Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During procedure, the physician attempted to remove the right ventricular (rv) lead when he thought he unscrewed the set screw, but the screw didn't release from the rv pin, and the physician stripped the lead's insulation as a result. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2019-14755. It was reported that the patient presented for an device change out. During procedure, the physician attempted to remove the right ventricular (rv) lead when he thought he unscrewed the set screw, but the screw didn't release from the rv pin, and the physician stripped the lead's insulation as a result. The set screw was removed with an allen wrench and the lead was capped. There were no patient consequences.